Manufacturer narrative:
A company service rep examined the system and was able to duplicate the problem. A system checkout was performed with foot pedal from another unit and the system was found to meet all product specs. The customer was advised to order a replacement footswitch. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no power to cautery or phaco" (device operates differently than expected). A customer reported receiving no power to the cautery or phacoemulsification handpiece. The system and footswitch was switched out and the surgery was completed. There was no pt or procedural impact.